Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. During visual and functional testing a leak through a hole in the tubing was identified. An assignable cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap transfer set, a baxter technician identified a leak through a hole in its tubing. There was no patient involvement. No additional information is available.